Event description:
It was reported to vyaire medical tech support that a device with configure reset and service 90 codes (code a0801 failure to calibrate). No patient involvement reported.

Manufacturer narrative:
Vyaire medical file indentification: (B)(4) h3: 81 other ¿ the customer reported the suspect device will not be returned for evaluation. The reported issue was resolved with the assistance of the vyaire medical technical support team. A root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information beomes available. H3 other text : issue resolved through trouble shooting. Device will not be returned for evaluation.